Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtornic received information that an apollo catheter was punctured by a guidewire in the distal section. Physician was doing an arterio-venous malformation (avm) embolization case with onyx les for which he took this apollo microcatheter hybrid 0.007" guidewire of balt company. When he pushed hybrid wire, it perforated this apollo microcatheter at soft orange zone. So he had to take a new apollo 3cm microcatheter finish this procedure. There was difficulty during insertion of the guidewire. Aside frome the puncture, there was no damage to the catheter. There was no kink to the guidewire.  The access vessel was the left middle cerebral artery (mca) with a diameter of 2.2mm. Vessel tortuosity was normal. No patient symptoms or complications were reported.